Event description:
Event description guidant received information that one month after the implant procedure, this right ventricular lead had become dislodged. The patient was asymptomatic. The lead was to be repositioned during a revision procedure.